Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report that the firefly feature on the finger clutch would not activate, then it was reported the patient expired due to an injury to the iliac artery; which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex e, annex f, annex a, annex g, annex b, and annex d. B1 updated from "adverse event" to "adverse event and product problem". Annex e updated to include e0511 due to the perforation of the iliac artery. Annex f updated to include f02 due to patient death. Annex a updated to include a26 due to additional information not being received. Annex g updated to include g07002 due to additional information not being received. Annex b updated to include b13 due to attempts to communicate for additional information. Annex c updated to include c20 due to additional information not being received. Annex d updated to include d15 due to additional information not being received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided the cause of the reported death is unknown at this time. If additional information is obtained, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs for date of event (B)(6) 2020 on system sk0822, the mcs, fenestrated bipolar forceps, and the prograsp forceps were the three instruments used during the procedure. None of the instruments used will be returned for failure analysis. Based on a log review, it was confirmed that all three instruments and the two endoscopes used during the procedure were used in subsequent procedures. Difficulty activating firefly mode via the hand control finger clutches, either delayed activation or inability to activate, will not result in unintentional instrument motion. To activate firefly mode via the hand control finger clutches, a surgeon must press and hold the endoscope control pedal while using the finger clutches on either of the hand controls to toggle between visible light mode and firefly mode. If a surgeon is unable to activate firefly mode with finger clutch, this will result in one of two conditions: the endoscope control pedal will be depressed and the system will be in endoscope control or the finger clutch will be engaged and the hand control will be decoupled from instrument control. In either scenario, the instrument does not move. A review of system logs for the procedure confirmed that the surgeon attempted to activate firefly via the finger clutch. There were multiple finger clutch events with the endoscope control pedal down which did not result in firefly activation. Firefly was activated and deactivated nineteen times throughout the procedure either via the touch pad on the surgeon console or the touch screen on the vision cart. A review of system logs of the procedure also indicated that the last firefly activation was approximately 40 minutes prior to the last head out event. Additionally, there are no endoscope control pedal button down events followed by a finger clutch event during the aforementioned 40 minutes. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, there was a report of an injury to the iliac artery, and then subsequently the patient expired. At this time, the cause of the death is unknown. Blank MDR field information: follow-up was attempted, but the information for the following fields was unknown: patient weight, race, and ethnicity.

Event description:
It was reported that during a da vinci-assisted total hysterectomy with lymph node dissection surgical procedure, the surgeon had issues with the firefly feature of the endoscope. At that time, there was a report of iliac artery injury, and then the patient expired. On 20- february 2020, intuitive surgical, inc. (Isi) obtained the following information from the clinical sales representative (csr): the csr stated that the site had contacted him during a procedure stating they were having issues with the firefly activation. The csr had stated to the customer that the firefly could be activated from the vision side cart as well. The csr was an hour away from the site, hence he had another csr go to the site to help the customer. However, by the time the 2nd csr scrubbed in, there was a report of iliac artery injury, and that the patient expired. On 10-march-2020, isi contacted the surgeon and obtained the following information. The surgeon stated the patient was a (B)(6) years old female (not sure if she was hispanic or white female) who underwent a total hysterectomy for uterine cancer. The patient had a CT scan done as part of the diagnostic workup. The surgeon stated that there is no video recording of the procedure. He stated that he was doing a total lymph node dissection when he experienced an issue with the finger clutch activation of the firefly feature. He stated that he was using the monopolar curved scissors (mcs) instrument. When asked as to how the iliac artery got injured, the surgeon stated he did not want to discuss the issue any further. The surgeon was not willing to provide additional details regarding the estimated blood loss and cause of death.